Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the 6 fr. 11 cm. Brite tip sheath and the exoseal were retracted as a unit but the pulsatile flow from bleed back indicator never stopped although the indicator window changed to a black-black pattern. The physician applied torque but the pulsatile flow from bleed back indicator never stopped. So, the exoseal with the sheath introducer came out of the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (rsfa). The access site was the right femoral artery. The approach was antegrade. The exoseal was inserted into the sheath introducer and it was used according to the IFU with no any issues. The physician was certified for use of the device, the number of cases performed was unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. The sheath locked properly against the cowling. The bleed-back indicator was not visibly damaged. The indicator window did not show any red color during retraction. No additional information is available.

Manufacturer narrative:
During deployment of a 7 fr. Exoseal for vascular closure (vcd), it was reported that the pulsatile flow from the bleed back indicator never stopped although the indicator window changed to a black-black pattern. The cordis sheath and exoseal were removed as a unit without plug deployment and hemostasis was successfully achieved with manual compression. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (rsfa). The access site was the right femoral artery with antegrade approach. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The bleed-back indicator was not visibly damaged. The vcd was prepped properly according to the instructions for use (IFU). After the procedure, the exoseal was inserted into the brite-tip sheath introducer and used according to the IFU. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath against the cowling. The exoseal and the brite-tip sheath were retracted as a unit but the pulsatile flow from the bleed back indicator never stopped even after torque was applied by the physician. The indicator window did not show any red color during retraction. The exoseal was removed with the sheath introducer without plug deployment and hemostasis was achieved by manual compression. There was no bleeding complication during or after the procedure. The physician was certified for use of the device, the number of cases performed was unknown. The device was not returned for analysis. A device history record review of lot 15893413 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU; however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also warns that the safety and effectiveness of the exoseal in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Without the return of the device for analysis, the reported customer complaints ¿bleed back indicator-no reduction in flow¿, and ¿indicator window-incorrect indication could not be confirmed. Based on the information available for review, procedural factors (antegrade approach) may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR review indicates that the reported complaints are related to the manufacture of the device, therefore no corrective action will be taken at this time.